Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements resulting in emitted beeping tones. Device data was sent to rhythmcare for review. Data review determined the shock impedance measurements gradually increased. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information is being requested for the implant date of the device. This report will be updated once this information is obtained.